Event description:
It was reported, via a healthcare professional, that during an endovascular embolization, an enterprise 4.5mmd 37mml 4.5x28mm vascular reconstruction (product code enc453700, lot number 8878729) was impeded in the hub of prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31540342), preventing further advancement. The physician removed both the stent and microcatheter (mc) from the patient and used new devices to complete the procedure. There was no reported patient consequence or clinical impact.

Manufacturer narrative:
Manufacturer ref#(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported, via a healthcare professional, that during an endovascular embolization, an enterprise 4.5mmd 37mml 4.5x28mm vascular reconstruction (product code enc453700, lot number 8878729) was impeded in the hub of prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31540342), preventing further advancement. The physician removed both the stent and microcatheter (mc) from the patient and used new devices to complete the procedure. There was no reported patient consequence or clinical impact. Additional event information received on 30-dec-2025 indicated they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no procedure prolongation/delay due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and one kink was found at 100 cm. No additional damage was found. The microcatheter was flushed using a lab sample syringe, then a lab sample guidewire was introduced into the received microcatheter and was able to be advanced through the proximal end of the microcatheter until it got stuck at the kink. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The lab sample guide wire was able to pass through the proximal end of the microcatheter without significant resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damage was found on the microcatheter that could have contributed to the issue reported during the procedure. The kink on the shaft of the microcatheter was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.